Event description:
The customer tested her blood glucose using her contour meter and received a reading of 369 mg/dl. She retested using another meter and received a reading of 133 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer and she returned her strips for eval.